Event description:
A us distributor contacted zoll to report that a patient developed contact dermatitis under the lifevest equipment. Patient described the area as red and patchy where garment clasps together, which is also where incision from surgery is that is also being irritated. There was no alleged device malfunction contributing to the irritation. The patient¿s lpn advised to place barrier under device for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.